Event description:
A customer contacted baxter's technical service center to report receiving the 2240 alarm on the homechoice (hc) machine during dwell 4 of 5. The home patient (hp) stated he thinks his supply bag may have fallen and disconnected; the spike was also half out of the supply bag. The hp continued therapy with manual supplies. According to the patient the samples were discarded. Product surveillance contacted the nurse on (B)(6) 2010 regarding the disconnection. The nurse stated that she was not aware of this event, however, the patient was just seen yesterday and is doing just fine. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it was discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely root cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).